Manufacturer narrative:
Updated to reflect initial reporter information received on 2019-feb-14, review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on 2019-feb-14. It was confirmed that the patient's managing physician was the initial reporter. The patient reportedly started experiencing the overdose symptoms on (B)(6) 2019 after which the patient went to the ER. It was confirmed that the overdose symptoms did not occur following a pump refill. The cause of the overdose was determined to be that the patient took too much of their percocet. It was confirmed that this was unrelated to the pump or its performance. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg of compounded baclofen at 40 mcg and 20 mg of fentanyl at 1.6 mg via an implantable pump for spinal pain and degenerative disc disease/herniated disc pain. On (B)(6) 2019, it was reported that the patient went to the hospital because they were having overdose symptoms. The attending physician at the hospital wanted the pump reduced to a 50% (0.8 mg) dosage. The physician was unhappy that the pump can only go down to 0.9 mg and sought to have the pump turned off. The rep advised the physician to consider minimum rate to avoid damaging the pump and catheter. The pump was programmed to minimum rate. The physician planned to manage the patient orally after the rep warned of withdrawal. The patient's managing physician was also notified. No environmental/external/patient factors that may have led or contributed to the issue were reported. No surgical intervention occurred or were planned. The issue was considered resolved at the time of the report. The patient's status was listed as "alive; no injury". No further complications were reported.